Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed a tear in the sheath. It was noted that the tear had rough edges. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: kt donor event description: [name] medical center. The device was being used for kt donor. No external physical force was applied to the device during the surgery, but the film attached to alexis' white ring was torn. The gas leaked, so it was replaced with a new device. There was no health change. The case was completed with a new device. Product is available for return. Additional information was received via email on 04oct2022 from [name], ra/qa specialist [facility]. "Product was torn while it was being used to patient. The product was removed and replaced with new one. Surgeon's hand was inserted into the device. The tear did not occur during removal." The sheath tore near the white outer ring. There were no trocars/instruments placed directly through the gelport. There was no anastomosis. Patient status: there was no patient injury. Type of intervention: the case was completed with a new device.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: kt donor. Event description: [name] medical center. The device was being used for kt donor. No external physical force was applied to the device during the surgery, but the film attached to alexis' white ring was torn. The gas leaked, so it was replaced with a new device. There was no health change. The case was completed with a new device. Product is available for return. Additional information was received via email on 04oct2022 from [name], ra/qa specialist [facility]: "product was torn while it was being used to patient. The product was removed and replaced with new one. Surgeon's hand was inserted into the device. The tear did not occur during removal." The sheath tore near the white outer ring. There were no trocars/instruments placed directly through the gelport. There was no anastomosis. Patient status: there was no patient injury. Type of intervention: the case was completed with a new device.